Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the system was removed due to infection. It was further reported that the right atrial lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.